Manufacturer narrative:
A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during an intraocular lens (iol) implant procedure, the trailing haptic was noted to be caught in the injector and broke at the distal 3rd during as it was released from the injector. Additional information received and stated that during lens insertion of cataract procedure, the trailing haptic of the pre-loaded intraocular lens was noted to be caught in the injector and broke at the distal third during injection. The iol was otherwise undamaged and centered in the stable position, so the operating surgeon made the decision not to remove it. Procedure was completed because the iol was undamaged and centered in the stable position. There was patient contact and there was no patient harm. It was also stated that the patient was not hospitalized as a result of the event.